Event description:
It was reported that during a right internal carotid artery stenting procedure, after placement of the 9 - 7 x 30mm xact stent, residual stenosis was seen distal to the stent, requiring placement of a second unplanned stent. A 7 x 20mm xact stent was successfully implanted in the lesion. There was no adverse patient sequela reported. There was no reported clinically significant delay in procedure. On (B)(6) 2011, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of plaque shift or prolapse and therapy/no-surgical treatment are known adverse events as listed in the no-fault carotid risk assessment report. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.